Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
When trying to suture the meniscus, a piece of juggerstitch got fractured. No pieces fell into the patient's wound. No patient harm has been reported as a result of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 complaint sample was returned and evaluated against the reported event. Visual examination of the returned product identified the tip of the needle is broken. The sutures and anchors were not returned. The fracture site and type is consistent with ztr_wa_0864_21 juggerstitch meniscal repair device curved needle insert fracture in which bending overload type of failure was identified. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.